Event description:
Device was contaminated from use. The members washed the board down with a garden hose. The device powers up to "unit out of service". This "unit out of service" error message was seen after the board was dried off but not sure for how long.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the platform revealed a damaged lcd. The lcd was replaced. The archive data was corrupted therefore unable to download any data. When powering up the device, latch error 132 (internal watchdog timeout) was seen. The processor pca board was found defective so it was replaced. The platform passed final test. No adverse event reported.